Event description:
Consumer complaint of about blood result reading "lo." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-110 mg/dl fasting. Verified the strips expire 02/25/2017. Customer confirms the strips are stored in her bedroom and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 113 mg/dl and lo fasting. Reviewed meter memory: 113 mg/dl (B)(6) 2015 08:12 am fasting: no; lo mg/dl (B)(6) 2015 08:14 am fasting: no; 83 mg/dl (B)(6) 2015 09:00 am fasting: yes. Adverse event no reported.

Manufacturer narrative:
(B)(4). Product returned for evaluation: no defect found. Most likely underlying root cause: user has low glucose value.